Event description:
On (B)(6)2009, the patient was implanted with an scs system. The patient has stimulation. The area over the ipg is very sensitive and can be painful to the touch. She will go in to an appointment with the physician and be checked for an infection. If an infection is not present, a revision will be scheduled to move the location of the ipg.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.